Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having a recent blood glucose level of 566 mg/dl, which was treated with manual injection. Customer also stated that the insulin pump was not working due to her having lost the battery cap. A replacement battery cap was shipped. The insulin pump was not replaced or returned for analysis.